Event description:
It was reported the atrial output won't go up or down (will not adjust), knob is not functioning as it should, it moves but doesn't register. The device was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).